Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-maligant pain indications for use. It was reported that for at least the past month, they have noticed the handset will get stuck at 90% for 2-3 minutes while connecting to the pump. The agent reviewed how to clear data from the handset and the patient confirmed issue was resolved through troubleshooting.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software product ID hh90t01 lot# serial# (B)(6) product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.